Event description:
It was reported that unspecified bd infusion set had back flow. The following information was received by the initial reporter with the following verbatim it was reported by customer that a patient had blood back-flowing into their j-loop. Staff had planned to saline lock the patient. When they disconnected the j-loop from the tubing, pressurized blood from the j-loop cap shot out the cap and splattered blood on the patient's bed, and the nurse when the line was disconnected. The blood shot out everywhere, and with such high force.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for correction: awareness date update (new date) 15-apr-2025.